Manufacturer narrative:
Performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Also performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none was found. Introducer needle passed per specifications.

Event description:
Customer reported via phone call that the sensor cannula was pulled up through the base. Customer's blood glucose was unknown. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.